Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('sterilization system removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced arthralgia ("joint pain"), migraine ("migraines"), burning sensation ("burning in the legs") and loss of libido ("non-existent libido"). Essure was removed in 2017. At the time of the report, the medical device removal, arthralgia, migraine, burning sensation and loss of libido outcome was unknown. The reporter provided no causality assessment for arthralgia, burning sensation, loss of libido, medical device removal and migraine with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('sterilization system removed ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced arthralgia ("joint pain"), migraine ("migraines"), burning sensation ("burning in the legs") and loss of libido ("non-existent libido"). Essure was removed in 2017. At the time of the report, the medical device removal, arthralgia, migraine, burning sensation and loss of libido outcome was unknown. The reporter provided no causality assessment for arthralgia, burning sensation, loss of libido, medical device removal and migraine with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.